Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per the tandem user guide: ¿never submerge the pump in water or use any other liquid to clean it.¿

Event description:
It was reported that the pump battery was unresponsive after being exposed to water. The customer reverted to an alternate method of insulin therapy. Customer's blood glucose level was 140-150 mg/dl.